Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels, with a reading of 300 mg/dl. It was also stated that the customer has a urinary tract infection, which could have contributed to the elevated blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the leadscrew test. Found several no delivery alarms and error alarms in the alarm history. Advised that the insulin pump would be replaced due to the error alarms. Nothing further was reported.